Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, a drawer failed to open when the customer attempted to issue a zolpidem 5 mg medication for a patient. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the drawer did not open. A technical support specialist (tss) had the customer exit the application and relaunch it, then tested the drawer through the setup zones. The drawer opened successfully. The tss asked the customer to try again, and this time the drawer opened, and the customer was able to issue the medication without any issues. The system functioned as intended after the technical support specialist troubleshot the device.